Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact however, a test battery cap was used and the insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 110mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return and it was found that the pump is cracked along the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.